Event description:
It was reported that a female patient in her 60¿s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that after an afib case, a pericardial effusion was reported. There were no visible signs on the patient during the procedure. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The caller stated the physician reported the pericardial effusion, did not report how the injury was discovered or confirmed. Caller stated they had a short conversation with the physician. The physician believes the cause was due to an ablation on the posterior wall on the right side. The bwi representative reviewed the surpoint numbers from the case with the physician, and they identified one lesion that had force that jumped up to 70 grams. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as fully recovered. The patient required two (2) days of extended hospitalization because of the adverse event. Pericardiocentesis was performed on day 1: 240 ml removed and on day 2: 140 ml removed. A smablate generator was used. A transseptal puncture was performed with a versacross kit (bayliss). There was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting was set for the thermocool® smart touch® sf catheter used. Irrigation settings were 2 (idle), 8 (low), 15 (high). The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and vistag with the visitag module parameters for stability set at visitag settings of range: 2.5 mm, time: 3s, force over time: 25% for 3g, tag size: 3 mm with no additional filters and color options used prospectively were impedance drop. There was no ECG signal loss. The customer¿s reported issue of high force (force jump) is not an MDR reportable issue since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).